Event description:
It was reported that the system was displaying an error message, with screens not appearing normal and shutdown tones sounding different. The technical support engineer was informed that the fiber cables were checked for proper seating, and a hard power cycle was performed, but these actions did not resolve the issue. Upon review of the system logs, it was found that the nodes indicated the system was running with a golden image, identified by error 311. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse powered system in normal mode and error 297 was present. Fse was informed to program the targets using localhost. Fse powered cycle the system after programing was done. No error was present. After connecting the robot and console. System powered with error 297. Fse reprogram the system again, and system powered on with no errors. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.